Manufacturer narrative:
Concomitant therapies: juvéderm® voluma¿. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation, edema, and itching are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of inflammation, edema, and itching as follows: undesirable effects "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection."

Event description:
Healthcare professional reported patient was injected to the marionette lines with juvederm ultra plus xc, as well as concomitant injection with juvederm volbella with lidocaine to the upper and lower lips contour, unspecified juvederm voluma to the nasojugal region and nose triangle, and botox&#60320;45 minutes after injection patient developed unusual inflammation and adverse edema and itch on lips. The injecting physician injected the patient with avapena. The patient had no response to the medication so they went to the hospital and were treated with an IV of betametasona and clorotrimeton. Patient was discharged that evening with a prescription of clorfenamina. The next day the edema and itch decreased considerably. Symptoms are ongoing. The patient's reaction occurred after application of prednisone; however, the reason for use was not provided. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00237 ((B)(4)). This is the first MDR submitted for the first suspect product, juvederm ultra plus xc.